Event description:
It was reported that during an ercp procedure, the tip of the guidewire tip detached. A jag precursor st had been selected and advanced to the bile duct. An "ultratom" device had been used at an unspecified time during the procedure with the guidewire. About 20 minutes into the procedure, the physician encountered resistance in moving the guidewire within the scope and the tip of the guidewire dislodged inside the pt. The physician was able to "move" the dislodged tip to an unspecified location within the patient's intestinal tract. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".